Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. The customer's blood glucose level was over 600 mg/dl. Elevated blood glucose was addressed with a correction injection by manual insulin therapy. Customer successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.